Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 10:35:02. During night drain cycle four, the patient's ultrafiltration reading was 2215ml, indicating the home patient (hp) drained 2215ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log identified the iipv event. The cause of the increased intra peritoneal volume (iipv) could not be determined. Should additional relevant information become available a supplemental report will be submitted.